Event description:
It has been reported to co that during the procedure the # 3 & # 4 poles failed to pace or sense. The catheter was removed and replaced to finish the procedure. There is no report of pt injury. The device is being returned to co for it's evaluation.